Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 250 mg/dl. The customer felt symptoms of nausea and dizziness. The customer was treated for their blood glucose with manual injections. The customer was assisted with trouble shooting their insulin pump and received a no delivery alarm. The customer was informed that inaccurate insulin pump settings may cause the issues. The customer did not return the product back for analysis.